Event description:
Infection prevention performed respiratory scope culturing on (B)(6) 2021. We used the borescope to observe the internal channels of 2 scopes that it could fit through. Both scopes had red particles on the entrances immediately as the borescope was inserted. We assume these particles are from the red foam tip protectors that are put on after hld(high-level disinfection). There was also large amounts of water/condensation in the one scope. The condensation appeared to be on the outside of the channel. There was no growth from any of the 4 scope sample cultures. FDA safety report ID# (B)(4).